Event description:
A customer reported to beckman coulter, inc. (Bec) that diluted blood was leaking from the coulter lh 780 hematology analyzer. The leak was approximately 5 to 7 ml volume, and was spilt onto the automation connection unit. The customer was wearing a lab coat, gloves, and goggles when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. The field service engineer (fse) found tubing from blood sampling valve (bsv) to white blood cell bath had popped off. The fse trimmed popped off tubing and reconnected it. The tubing associated with the bsv may contain diluent, blood, and controls during normal operation, and cleaner during shutdown.

Manufacturer narrative:
(B)(4).